Manufacturer narrative:
(B)(4). It was reported that a pediatric patient was using the complaint device. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. Pediatric patient uses adult device against user guide recommendations. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A root cause could not be determined.